Event description:
It was reported that the right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patients condition was good prior and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.